Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced expansion of the corpora since the original surgery, causing the distal cylinders to no longer reach the glans. A surgical procedure was performed in which the original cylinder and pump were replaced with a larger size. There were no further patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced expansion of the corpora since the original surgery, causing the distal cylinders to no longer reach the glans. A surgical procedure was performed in which the original cylinder and pump were replaced with a larger size. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported cylinder length too short is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.